Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a (B)(6) representative. "The customer has just rec'd the unit from (B)(4), and on check off biomed noted sound/volume when an alarm is triggered was not functional. Biomed was cycling the unit on default settings. Biomed checked the volume pot turned accordingly, I suggested he open the unit and check the connection. I will process the unit in for service again. Biomed will call in case he cancels RMA."

Manufacturer narrative:
(B)(6) did not submit a user facility/importer report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion service dept tech. The carefusion service dept tech evaluated the device, verified the complaint and determined that the root cause of the failure was that the cable connector for the alarm loudness potentiometer was not fully seated into the receptacle j900 on the main pcba. The carefusion service dept tech re-seated the cable connector into the receptacle j900 on the main pcba and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to (B)(6) ready to be placed back into service. Carefusion conducted a review of our complaint system for the past 90 days and no like failures were found thus no trend has been identified and carefusion considers this to be an isolated incident.